Manufacturer narrative:
The pump was not returned to (B)(4) for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned, no investigation could be completed. This report will be updated if the device is returned to (B)(4).

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump would not feed and was not alarming. (B)(4) followed up with the initial reporter, who stated that they attempted to reset the pump, but they were not able to get it to run. They also stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).